Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that the display was blinking. The customer reported that the buttons were unresponsive. The customer's blood glucose was over 100 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. We were unable to perform functional test due to cracked and bleeding lcd glass. The insulin pump also was received with cracked case on display window corners, missing display window, broken reservoir tube lip, cracked battery tube threads, cracked case, cracked end cap, and missing address/serial number label. We were unable to confirm unresponsive buttons due to cracked and bleeding lcd glass. However, corroded keypad traces noted during visual inspection. Corroded motor assembly and electronic assembly noted during visual inspection.